Manufacturer narrative:
(B)(4).

Event description:
It was reported that when staff entered the room, the ventilator was generating alarms indicating low expiratory volume and no expiratory tidal volume while connected to a patient. The patient was cyanotic and was bagged. The ventilator was switched out. The patient recovered with no further issues after the ventilator was replaced. The final patient outcome was no injury. (B)(4).

Manufacturer narrative:
The hospital biomed investigated the ventilator. The ventilation was started twice but on both occasions the ventilator generated high oxygen concentrations alarms soon after start. It failed the first two pre-use checks (puc) but the third passed. Evaluation the logs shows that the last puc before the event passed without deviations. The failed two puc after the event were due to failed internal leakage, pressure transducer and flow transducer tests. Furthermore the logs show that the actual ventilation period had been ongoing for at least two days. Towards the end of the ventilation period the alarms for peep low, expiratory minute volume low, check tubing and inspiratory flow over range, were frequently generated. The combination of the alarms towards the end of the ventilation period, the failed puc tests after the event and the high oxygen alarms after restart of ventilation altogether would indicate a faulty air gas module which does not deliver air gas. The air gas module was replaced and returned for investigation. It was simulated use tested during three weeks, visual and microscopic investigated, electrical measured and tested in a test system for gas modules, without any deviations noted. It was found function normally and the reported failure was not reproduced. The conclusion is that the air gas module was the cause of the event but the true root cause has not been determined. The passed puc and the not reproducing of the fault indicate an intermittent failure. Reference exemption #: (B)(4).

Event description:
(B)(4).